Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Analysis was unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they found moisture under the lcd display. The customer also reported that there was crack on the corner of the screen. The customer's blood glucose was 476 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.